Event description:
It was reported that this right ventricular (rv) lead was suspected to be fractured as it was oversensing noise which was being marked as non-sustained ventricular tachycardia episodes. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed in two segments. Both segments passed resistance testing. The conductor damage allegation was confirmed. Analysis revealed a severe bend/kink in the lead body, with cuts (possible scalpel) in the outer insulation, near the tip area of the lead. X-ray taken showed an inner coil fracture at the kink location. The device implanted with this lead had device stored data which showed lead impedances were normal prior to lead explant, suggesting the fractured inner coil most likely occurred during the extraction procedure.

Manufacturer narrative:
This product has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was suspected to be fractured as it was oversensing noise which was being marked as non-sustained ventricular tachycardia episodes. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.